Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family of the patient) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient has had seizures in the past and has been very ill for many months. The date of event regarding seizures and being very ill was unknown. The patient went unresponsive on (B)(6) 2018 and was currently in the hospital and needed an MRI. It was indicated that the patient was homeless, so they really know nothing about the situation at this point. Computability guidelines were requested for magnetic resonance imaging (MRI). It was unknown if the procedure was due to a problem with the patient¿s device or therapy. No further patient complications have been reported as a result of this event.